Event description:
It was reported that the patient had a band implanted in 2005. After 3 years of implantation, the band was found torn through x-ray observation in 2008 done by the surgeon. A new band was implanted two months later.

Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.